Event description:
It was reported by service report that the brake pedal will not reset. It is unk if there was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Results: brake pedal.